Event description:
This lead dislodged and loss of capture was observed. A revision procedure was attempted but the physician elected to cap and replace this lead instead. This lead has been retrained by the hospital and no additional information is available.